Manufacturer narrative:
(B)(4).

Event description:
It was reported that all impedances were high except for the pair of the case and zero and the device battery was low at 3.17 volts. The reporter stated that the device was normal when the patient was seen last february. It was noted that the device was programmed using the case and electrodes zero and two and therapy impedance was in a normal range. It was reported that it was hard to say if the patient was getting therapeutic benefit because the patient had been 'kind of deteriorating' for a while. The reporter stated that the patient's left side being treated by the device was better than the right side being treated by another device. It was reported that the patient had the device off and it felt 'a little abnormal' when the device was turned on. It was noted that the device was set at 1.5 volts. The reporter stated that the patient had a couple of falls after the implantation of the device, but the patient's wife didn't think he fell on his head. The device was replaced. Additional information has been requested but was not available as of the date of this report. See MFR. Report 3004209178-2013-04686 regarding the replacement device.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).